Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that alleging that the left wheel lock keeps falling off.